Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service in 2009 alleging an "error 1" issue with her onetouch ping meter. The pt reportedly was feeling really thirsty and tired. Fifteen minutes after the onset of the symptoms, the pt got the "error 1" message on the subject meter. Approximately 2 hours after the reported issue occurred, the pt tested on another device, obtained a "289 mg/dl," and administered self-treatment with 15 units of insulin. No other forms of treatment were reported. There is no indication that the product caused or contributed to an adverse event. The pt's symptoms started 15 minutes before the error message occurred. There was no evidence that the pt's symptoms deteriorated after the error message since the pt did not receive treatment in addition to administering self-treatment with insulin. However, this complaint is being reported because the "error 1" message issue was not resolved with troubleshooting. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.